Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 600-700 mg/dl. Bg level was addressed by administering manual injections. Reportedly, the contact suspected the cause of bg levels was due to requiring an update to the customer's basal rate settings. Recommendation was made to consult with their health care provider to discuss diabetes management.